Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that, during a rotator cuff repair procedure, the twinfix ultra anchor broke inside the patient. All pieces were removed using tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The sutures are still connected to the anchor. The anchor, still attached to the insertion device, is broken apart below the suture window. The anchor pieces, suture and device have debris on them. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the customer provided image finds the device outside its original packaging with the anchor bent. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.